Manufacturer narrative:
Weight and ethnicity: unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis eyhance preloaded intraocular lens (iol) was explanted from the patient's right (od) eye due to blurry vision. The blurriness significantly affected the patient's daily activities. Incision was enlarged to remove the lens. No other surgical interventions and no delay in procedure were reported. Reportedly, the patient is fully recovered. No additional information was provided.

Manufacturer narrative:
Corrected data: in further review of the file, it was noted that the implantation date of the lens (B)(6)2021) reported in the initial MDR was incorrect. The following has been updated accordingly: section d-6a date implanted: (B)(6) 2021 additional information: device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: no discrepancies and/or deviations for similar issues were found during the manufacturing record review. Production order data shows that there were no deviations on process contributing to the reported issue. Historical data analysis: a search revealed that no additional complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.